Event description:
This is a report of a homechoice patient (hp) whose nurse reported peritonitis in a (B)(6) male patient coincident with peritoneal dialysis therapy. During a follow-up call, on (B)(6) 2010, the nurse provided the following information. On (B)(6) 2009, the patient was diagnosed with peritonitis after an effluent culture, obtained the same day, (B)(6). The patient was not hospitalized for the event. The nurse could not remember if the patient had cloudy effluent at the time of the diagnosis. On an unreported date in (B)(6) 2009, the patient was treated with intraperitoneal (unspecified) antibiotics (dose and frequency not reported). In (B)(6) 2009, the antibiotic regimen was completed. On (B)(6) 2009, a repeat effluent culture showed "no growth". On (B)(6) 2009, the event of peritonitis resolved.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.